Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a surgeon felt like the equipment has few force in aspiration function. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. Corrected information: the clock start date on the MDR was originally reported as (B)(6) 2018, the corrected date should be (B)(6) 2018. The company service representative examined the system and the system¿s aspiration functioned as intended. The system was then tested and met all product specifications. The system was manufactured on may 7, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).